Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm. During follow up, the error e2551 was found. According to the customer, no tubing was inserted in the clamp evo was not planned to be used. The event is likely associated with a sw known anomaly. Real time device parameters and setting recording file need to be collected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of multiple venous clamp defective alarms over the last few days (during pump run and prior) the codes were not recorded by the customer. There was no patient involvement.

Manufacturer narrative:
H11: following the review of the complaints database, no additional similar issues have been reported for this unit, nor any concerning trend has been identified. Based on investigation findings, the root cause has been attributed to a malfunctioning electro-mechanical component within the venous clamp motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. The involved clamp was replaced with a new one. New device functionality was tested and found to be conform. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.